Event description:
It was reported by repair work order side rail could not remain latched due to damaged spindle bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.